Event description:
It¿s reported that the surgeon was using the flexible screwdriver shaft to insert an anchor l screw through the all in one guide into the anchor l implant. As the surgeon was inserting the screw, the tip of the screwdriver broke. The surgeon used the rigid screwdriver in place of it. There was a minute delay and no adverse effects to the patient.

Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment; results: no relevant issues were found in the manufacturing records of the device lot that may have contributed to the reported event. The maximum torsional strength of screwdriver was determined to be 12 nm during device verification testing. However, the remaining half of the returned screwdriver tip was significantly bent indicating a cantilever load as well as torsion was being applied at the time of fracture. The IFU for anchor l states that instruments which have experienced extensive use or extensive force are more susceptible to fracture depending on the operative precaution, number of procedures, and disposal attention. Conclusion: the plausible root cause is normal wear resulting from extensive use.

Event description:
It¿s reported that the surgeon was using the flexible screwdriver shaft to insert an anchor l screw through the all in one guide into the anchor l implant. As the surgeon was inserting the screw, the tip of the screwdriver broke. The surgeon used the rigid screwdriver in place of it. There was a minute delay and no adverse effects to the patient.